Manufacturer narrative:
The customer stated that qc was acceptable on the day of the event. The field service engineer (fse) found that a solenoid valve was dirty and replaced it and adjusted the rinse levels. The fse performed operational and mechanical checks successfully. The customer performed qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial calcium result was 5.7 mg/dl. The initial result was reported outside of the laboratory. The customer repeated the sample because the initial result was critically low. The repeat result was 8.77 mg/dl. The repeat result was deemed correct. The calcium reagent lot number is 69045501 and the expiration date is 29-feb-2024.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.